Event description:
Information was received in jan 2004 from a pt with a history of no cartilage in their right knee, a twisted right ankle at birth, arthritis and bone spurs in the right ankle, restless leg syndrome, spastic bowel, stomach ulcers, and sleep apnea that requires the use of a continuous positive airway pressure machine. The pt fell on their right knee in oct 2003 (details not provided). The pt received two synvisc injections to the right knee twice within a week, respectively. The pt reported that the first injection was administered through the inside of their right knee without problems, and the second injection was administered through the front of the right knee and was "painful and pt felt it in the back of the knee." In 2004, the pt began to experience swelling of their right lower leg and ankle. Two days later, the pt's right lower leg and ankle were very painful and pt could barely walk. Two days later, synovial fluid was aspirated (volume not provided) from the pt's ankle, and the fluid "looked like dirty milk," and was sent for culture (no results provided). The pt was treated with a cortisone injection to the right ankle the same day and is much improved at the time of this report. At the time of this report, the pt stated that "synvisc is working because about 75% of the pain pt had before the treatment is gone." The reveiw of synvisc product release data for both facilities did not indicate trends that could be associated to any product complaints.